Event description:
Right hemi colectomy procedure, side to side anastomosis using combined stapling technique with slc55 device across bowel to create a common channel, and closure of common enterotomy with a ralc45 device. During procedure to remove polyp in cecum, all devices fired as expected. Firings, staplings condition of anastomosis and tissue looked fine upon closing of patient. Patient was not released from hospital. On morning of 6th day post-op patient showed signs of problems leading to re-operation, and diagnosis of sepsis. Upon re-operation, staples and staple line looked fine; however there was a perforation on the colonic side of the staple line (not through the staple line) where the staples penetrated the distal side of the bowel wall. The bowel otherwise looked ok. Cause of perforation unknown. Surgeon cut out the anastomosis and completed second one. Following re-operation, patient gradually developed hypotension, increasing abdominal pain, marked abdominal distension, leading to patient expiration in 09/2003.